Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the black box showed confirmed the call service 064 motor error occlusion during prime alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. The pump was opened to find no defects. The call service issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked to the bumper pad.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.